Event description:
Caller reported that the cartridge was not fitting properly on the pump, which caused their blood glucose level to rise to 301 mg/dl. The customer administered a correction injection via multiple daily injections and was able to resolve the issue without needing third-party assistance. Technical support provided guidance on removing the pump case, cleaning the pneumatic tap area, and reloading the original cartridge, leading to the successful resumption of insulin therapy.